Manufacturer narrative:
(B)(6).

Event description:
Philips received a complaint on the heartstart xl+ device indicating that there was an error.

Manufacturer narrative:
The remote service engineer (rse) evaluated the device remotely. It was determined that the ECG error was due to a malfunction of the ECG measuring board. The hospital was informed of the need for a hardware repair, and upon receiving the notification, the hospital stated that they would carry out the repair themselves. The device remains at the customer site and no further evaluation is warranted at this time.